Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: I:e ratio doesn't match preselected ratio.

Event description:
The following was reported to hamilton medical ag: summary: I:e ratio doesn't match preselected ratio. .

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The device failure occured during start-up and ventilation. The device had to be replaced, the event is therefore preventively reportable. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. Based on the information available, this issue did not cause or contribute to a death or serious injury and it is unlikely to result in a death or serious injury, illness, deterioration of state of health or harm should it recur. The potential root cause was determined to be to be related to a single software problem, the application program version or an upgrade problem: the device software is not calculating and saving the correct I:e ratios, if ti pause is set in the configuration as 1.65s =I:e1:2. The correction in order to avoid this situation after import, requires that the quicksetups must be checked manually for the correct I:e ratio and must be saved for each quick setup separately. After export & import with sw 1.2.3 the I:e ratio stays as it was saved before in each quick startup. This technical work-around solution was developed, discussed and accepted by the user. A permanent correction will be developed as permanent solution. In the meantime, the error can be avoided by applying the technical work-around solution. As there was no other similar case for a hamilton-c6 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The device failure occured during start-up and ventilation. The device had to be replaced, the event is therefore preventively reportable. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. Based on the information available, this issue did not cause or contribute to a death or serious injury and it is unlikely to result in a death or serious injury, illness, deterioration of state of health or harm should it recur. The potential root cause was determined to be to be related to a single software problem, the application program version or an upgrade problem: the device software is not calculating and saving the correct I:e ratios, if ti pause is set in the configuration as 1.65s =I:e1:2. The correction in order to avoid this situation after import, requires that the quicksetups must be checked manually for the correct I:e ratio and must be saved for each quick setup separately. After export & import with sw 1.2.3 the I:e ratio stays as it was saved before in each quick startup. This technical work-around solution was developed, discussed and accepted by the user. A permanent correction will be developed as permanent solution. In the meantime, the error can be avoided by applying the technical work-around solution. As there was no other similar case for a hamilton-c6 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** . Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: summary: I:e ratio doesn't match preselected ratio. .